Event description:
It was reported that the c-arm rotates continuously as the rotation paddle is switched. No injury reported. A field engineer determined that the actuator switch was sticking due to a worn off internal stopper on the c-arm back cover. The recommendation was to replace the back cover, "but the customer has no intention to replace the cover." Instruction was given to stop using the rotation switch and a stopper was placed on both sides of the switch to prevent any unintended action. Once this was completed the system was working as intended.